Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient was implanted with a synthes trochanteric fixation nail advanced (tfna) nail, helical blade, and distal locking screws on (B)(6) 2017 to repair a reverse oblipquity intertrochanteric fracture of the femur. On (B)(6) 2017, during a routine follow-up appointment, it was identified via x-ray that the helical blade had cut out of the femoral head. On (B)(6) 2017, the patient was returned to the operating room where the helical blade was removed intact and the patient was revised to two (2) cerclage wires. The nail and the distal locking screws remain implanted in the patient. There was no delay in surgery reported and the procedure was successfully completed. No adverse events were identified during the revision procedure.concomitant devices reported: tfna (part #: unknown, lot #: unknown, qty 1), distal locking screws (part #: unknown, lot #: unknown, qty unknown).this is report 1 of 1 for com-(B)(4).